Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10mg/ml bupivacaine at an unknown dose and 5mg/ml morphine at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that the patient had to use an antenna with their patient programmer because the pump had flipped. The patient reported that the rep was notified, but the patient did not remember when and did not remember the reps name. No symptoms were reported. No further complications were reported.

Event description:
Additional information was received from the consumer who reported whose pump was delivering bupivacaine 15mg/ml at 7.276mg/day and morphine 10mg/ml at 4.851mg/day. The patient reported that "for about a year now" and confirmed "early 2020" her pump had started flipping. Per the patient the physician has had to flip the pump about 2 or 3 times since (B)(6) 2020 and since then "around the 3rd week of (B)(6) 2020" they pulled about 26 or (B)(4) units of medication and the physician stated that if it had been around 30 units he would have "majorly worried". The patient stated it didn't sound like the physician was worried about a volume discrepancy but the patient is. The patient has been waiting for over 4 weeks to have a catheter dye study done but the office has not returned any of her messages. The patient further stated that about that same time frame she has not been getting any relief of pain from the therapy. The patient is having constant pain in the back and the pain radiates down the legs. The patient has had no falls or trauma and that it has been a gradual change. In (B)(4) 2021 the patient got sick and the healthcare provider told the patient it was a virus. It was not related to the mdt device or therapy. The patient had to go to the ER (emergency room) a couple of times due to dehydration. The patient¿s managing physician said "I wonder if your not going through withdrawals." The last fill the physician did they not need to manually flip the pump like he had to before. The patient stated she purposely lost about 75 pounds. When the patient was trying to connect to the pump she is getting "no pump found" and her physician told her to contact the manufacturer and have the external devices checked to see if the issue is the pump. The communicator is showing 76% battery and the handset is showing 56%. The patient was able to navigate the handset and the handset is showing it is connected to the communicator and it was reviewed the external device seems to be working as it should. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the volume filled and the volume programmed at the pump refill on (B)(6) 2020 was 40 cc. At the december refill, the expected volume was 13.2 ml and the actual volume was 25 ml. The cause of the volume discrepancy was not determined.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the patient reported that her pump was flipping and she had had a loss of therapy and withdrawal symptoms. When she arrived for the catheter dye study today, the interventional radiologist had to flip her pump upright in order to access the catheter access port. He was unable to aspirate the catheter. A rotor study was done, and the pump was functioning normally. The patient was going to be scheduled for a catheter revision. The issue was not resolved at the time of the report. The surgery was planned, but not yet scheduled, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial# (B)(6) , ubd 2020-03-15, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.